Event description:
It was reported that during the procedure of stent associated endovascular embolization of aneurysm with coiling for lesion with 70% stenosis and calcification, guide catheter was placed to left ica ( internal carotid artery) c1 segment and supporting catheter to c4 segment. After placing stent microcatheter to distal of aneurysm, microcatheter was delivered to aneurysm and coil embolization was performed. During stent advancement into the microcatheter, the tip guidewire was seen but the stent (subject device) could not be seen, as the stent was diploid prematurely and guide wire was advance further into the microcatheter which was the field of observation under fluoroscopy. The operator withdrew the stent microcatheter and used stent wire to push it out. The operator found that the stent was deployed unexpectedly in proximal shaft of microcatheter lumen. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure of stent associated endovascular embolization of aneurysm with coiling for lesion with 70% stenosis and calcification, guide catheter was placed to left ica ( internal carotid artery) c1 segment and supporting catheter to c4 segment. After placing stent microcatheter to distal of aneurysm, microcatheter was delivered to aneurysm and coil embolization was performed. During stent advancement into the microcatheter, the tip guidewire was seen but the stent (subject device) could not be seen, as the stent was diploid prematurely and guide wire was advance further into the microcatheter which was the field of observation under fluoroscopy. The operator withdrew the stent microcatheter and used stent wire to push it out. The operator found that the stent was deployed unexpectedly in proximal shaft of microcatheter lumen. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The stent was returned deployed and the introducer sheath was not returned. Visual/ microscopic inspection indicated that the stent was deformed. The distal part of the sdw was bent. Functional test indicated that the stent was deployed and damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The stent was seen to be deployed when returned for analysis and the stent and sdw were damaged. Therefore the as reported stent deployed prematurely during use can be confirmed. The stent deployed prematurely during use as well as the as analyzed swd kinked/bent and stent deformed will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.